Manufacturer narrative:
Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 2 days post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 26 mm sapien 3 ultra valve implanted in the aortic position via transfemoral approach. Approximately 2 days post implant, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Correction to b5 and h6 due to additional information received. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the valve is not available for evaluation; however, there was no allegation or indication a device malfunction contributed to this adverse event. Per medical records review, the patient had moderate pvl. Although it cannot be confirmed, it is possible that the valve was explanted due to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 26 mm sapien 3 ultra valve implanted in the aortic position via transfemoral approach. Approximately 2 days post implant, the patient's valve was explanted and replaced with a surgical valve. Per medical records review, the patient underwent a tavr with 26mm edwards sapien 3 ultra valve via tf. Post-dilation of tavr valve with edwards transcatheter delivery 26 mm balloon with extra 1.5 cc contrast due to residual mild to moderate paravalvular leak (pvl). At the end of the procedure there was still mild to moderate pvl and the peak to peak gradient was 0 mmhg. The patient developed a complete heart block after tavr valve deployment and was pacemaker dependent. The temporary pacer was left in place. Additional information was not provided on the medical records received. However, there was no allegation or indication of an edwards device malfunction. Although it cannot be confirmed, it is possible that the valve was explanted due to the pvl.